Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited error 41622. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in good condition. The event history log was reviewed. Functional testing was unable to verify or duplicate the reported problem. As a preventative measure the cam sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.